Event description:
It was reported that the patient presented for a routine follow-up with the pulse generator in ddd 80, as last programmed. After completing normal follow-up protocol, it was noted that the device mode had changed to vvi on the wrap-up overview. The navigation log and session record did not show any indication that the device was programmed vvi. Programming was changed from vvi back to ddd. The device was interrogated and remained in ddd 80.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.